Event description:
It was reported that an adverse event occurred. No further info has been obtained. (MFR report# 2953200-2008-00452).

Manufacturer narrative:
Evaluation: results: (lack of information). Conclusions: (lack of information).